Event description:
On (B)(6) 2012, a (B)(6) male patient with bladder disease, underwent aaa repair with left approach. The procedure was conducted as labeled. The patient has aaa and aneurysm of right external iliac artery, so two iliac leg grafts were planned to be placed over external iliac artery. The patient was suitable for endovascular repair; diameter and gt; proximal neck: 28mm / distal neck: right 13mm, left 20mm. Length and gt; proximal neck: 20mm / distal neck: both right and amp; left more than 20mm. Diameter of aneurysm: 75mm 6 months follow up did not find any symptoms of infection. One year CT performed on (B)(6) 2013 observed evidence of stent graft infection; air in the aneurysm and damage in the right ilopsoas muscle were incidentally confirmed. The patient was likely to have a low-grade fever prior to the one year follow up. On (B)(6) 2013, zenith devices were removed with abdominal surgery. Blood vessel prosthesis implantation was performed. The patient was discharged from the hospital, and currently followed up on an outpatient basis. The physician thought it was highly possible that the bladder disease (hydronephrosis) contributed to the infection.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.